Event description:
Phlebotomist had completed blood draw and when they went to use their thumb to activate the shield, the shield moved to the side rather than over the needle and was stuck on the exposed needle. Patient and phlebotomist were tested for hiv and hep. B. Phlebotomist was not given further treatment but will be followed up in 6 months. In-service will be offered.